Event description:
It was reported that customer experienced continuous glucose monitoring error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, confirmed error did not appear again after reset, and successfully started new sensor session.